Manufacturer narrative:
The patient had a stanmore non-invasive extendible distal femur replacement which was implanted in (B)(6) 2009 following her diagnosis with osteosarcoma of the left femur. The exact cause of the event could not be determined because insufficient information was provided. It should be noted that the need to revise the non-invasive extendible prosthesis in a growing child is a well-recognised and anticipated failure mode of the device. The device reached its maximum growth length, and thus required replacement to meet the needs of the growing child. There is no indication of device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a non-invasive extendible distal femur implant on (B)(6) 2009 and subsequently was revised on (B)(6) 2012 due to the prosthesis reaching full extension. This is a supplemental report to 3004105610-2014-00115 (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a noninvasive extendible distal femur implant on (B)(6) 2009 and subsequently was revised on (B)(6) 2012 due to the prosthesis reaching full extension.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was used as intended and has reached its maximum extension, therefore, a revision procedure was required to a longer prosthesis. There was no reported failure of the device. Please note that this custom implant is similar to jts extendible distal femoral implant (k133152).